Event description:
Readings a bl0od glucose readings of 598 mg/dl. One minutes later, she got a reading of 233 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. The strips are to be returned for evaluation, and replacement strips are to be sent.